Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and crack on the back side of the pump. The customer reported blood glucose values of 597 mg/dl and was treated with manual injection. The event involved product(s) mmt-397a, mmt-332a, mmt-1880. Troubleshooting was performed for crack on the pump and customer confirmed damage to battery tube threads and belt clip rail. Customer also confirmed damage affected pump functionality. Troubleshooting was performed for hyperglycemia event. Customer was not using the auto mode/smartguard feature at the time of the event. Customer had been using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer discontinued the use of the device mmt-1880 and reverted to the backup plan as per health care professional instructions. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-397a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding customer name change which was not included in the initial report. So, the correct customer's name as per new additional information is (B)(6) which is updated in section e1. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case corner of belt clip rail, serial number label missing. Cosmetic damage was confirmed at cracked case corner of belt clip rail. Broken belt clip rail not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.